Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On the same day as onset of the event, the patient was treated with 500 milligrams of intravenous merocrit (twice daily) and 1 gram of intraperitoneal vancomycin (stat). At the time of this report, antibiotic treatment was ongoing. Action taken with dianeal therapy was not reported. The patient outcome was unknown. No additional information is available.